Manufacturer narrative:
The device associated with this report was not returned, however review of the provided photographs confirms the reported event. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that one of the posts on the underside of the size 7cr fb articulating surface is cracked. On (B)(6) 2017 upon evaluation of the returned device, breakage/missing material on the smaller post of the trial was identified. Damage to the anterior portion of the trial is also noted.